Event description:
"Hot sack" model 3000 intravenous fluid warmer ((B)(4)). Male end "cigarette lighter" dc adapter comes apart with helicopter vibrations, becoming very hot. MFR was contacted. MFR said this is a known issue. Advised caller to either tape the connection together to prevent from coming loose or "cut the connector out and connect the wires together and bypass the dc part". One hot sack found with loose wires, all hot sacks removed from all flight for life aircraft.